Event description:
It was reported "a PICC line was placed on (B)(6) for a patient in ICU. On (B)(6), an x-ray was taken that shows what appears to be a wire fragment." Additional info received: the PICC was attempted on (B)(6) 2022 while the pt was in ICU. I do not have any of the supplies because I did not know that the wire broke off until 2 weeks later when the md informed me. I do not have any product to send back, other than the reference code and expiration date. The vein was easily cannulated, however, resistance was met with placement. After several maneuvers (moving the head, arm, etc.¿ I discussed the case with the md was told to trim catheter to make it a midline. The stylet was removed, though bent in several placed. Catheter flushed and trimmed to midline and placed to rue. X-ray was not done as it is now a midline and does not require x-ray to confirm placement. The patient is no longer in the hospital. Hx from which I can remember is ¿vasculopathy, prior af bypass, covid positive¿ 69 year old female admitted through zion ed to zion ICU on 12/31/21. Patient has a medical history of aortic atherosclerosis, diabetes with peripheral vascular disease, cerebrovascular disease, epilepsy, chronic kidney disease, hypertension. Patient had a recent aorto-bifemoral bypass ((B)(6) 2021) with staples and retention sutures in place.. She was admitted with altered mental status, seizure, hypothermia, elevated lactate presented with altered mental status with seizures. She was intubated while in ed due to seizure activity. Patient was covid positive on admission. PICC line placement was ordered on (B)(6) 2022. (B)(6) 2021 cxr on admission. No wire fragment recognized. (B)(6) 2022 PICC line placed by PICC rn. Documented as a difficult placement. The decision was made to place as a midline catheter and the physician was made aware. (B)(6) 2022 cxr reading: small gauge catheter visualized terminating in the right axillary region. There is associated wire-like opacity along the distal tip of the catheter. (B)(6) 2022 PICC line discontinued due to right upper extremity dvt noted on ultrasound.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, image analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the stylet was confirmed but the cause is unknown. Two chest radiographic images from the frontal projection were returned for evaluation. Overlying the right axillary vessels were two pieces of the stylet. The smaller piece was rotated and perpendicular to the vessel and the larger piece was aligned with the vessel and has a coil in it. The two pieces of wire were located at the tip of the midline catheter overlying the axillary vein. Although the break in the wire could be confirmed, the root cause could not be determined from the returned images. It was reported that resistance was met during placement and that the catheter was placed as a midline due to the difficult placement. It was also reported that multiple kinks were noted in the stylet. It is possible that the difficult placement contributed to the break in the catheter. Other possible contributing factors could include advancement/retraction against resistance, the stylet becoming kinked during manipulation, and/or extension of stylet tip past the distal end of the catheter during insertion. It is unknown if additional unknown factors contributed to this event. The IFU warns, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0711 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "a PICC line was placed on january 3rd for a patient in ICU. On january 4th, an x-ray was taken that shows what appears to be a wire fragment." No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refu0711 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported "a PICC line was placed on january 3rd for a patient in ICU. On january 4th, an x-ray was taken that shows what appears to be a wire fragment." No other information was provided.